Event description:
It was reported that intermittent cartridge alarms occurred during insulin delivery. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by performing the fill tubing step and changing supplies. Customer continued to use current pump for insulin delivery.